Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (would not power on) has been confirmed. Upon investigation the monitor would not power on. Upon evaluation, an open fuse f600 was found to be open on the computer/analog board. The root cause for the open fuse was a short near the j1 main battery connector. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.